Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test" and device ineffective "device ineffective/ faiure to occulde fallopian tube". The patient's concurrent conditions included adhd since 2010 and genital herpes since 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), hot flush ("hormonal changes: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract "), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), coital bleeding ("post coital bleeding"), dizziness ("dizziness"), night sweats ("night sweats"), insomnia ("insomnia"), alopecia ("hair loss"), complication of device insertion ("unable to insert essure in left tube"), abdominal pain ("abdominal cramping/ pain"), back pain ("back pain"), dysuria ("burning with urination") and frustration tolerance decreased ("so frustrated"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant.). Essure was removed on 28-feb-2015. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, hot flush, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, coital bleeding, dizziness, night sweats, insomnia, alopecia, complication of device insertion, abdominal pain, back pain, dysuria and frustration tolerance decreased outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, coital bleeding, complication of device insertion, cystitis, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, frustration tolerance decreased, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, migraine, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria, dysmenorhoea, dizziness, dyspareunia, coital bleeding, night sweats, migraines, fatigue, pelvic pain, abdominal pain. Concerning the injuries reported in this case, the following one were reported via social media: so frustrated . Most recent follow-up information incorporated above includes: on (B)(6) 2018: new reporter added. New event added: so frustrated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test" and device ineffective "device ineffective/ faiure to occulde fallopian tube". The patient's concurrent conditions included adhd since 2010 and genital herpes since 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), hot flush ("hormonal changes: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract "), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), coital bleeding ("post coital bleeding"), dizziness ("dizziness"), night sweats ("night sweats"), insomnia ("insomnia"), alopecia ("hair loss"), complication of device insertion ("unable to insert essure in left tube"), abdominal pain ("abdominal cramping/ pain"), back pain ("back pain") and dysuria ("burning with urination"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, hot flush, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, coital bleeding, dizziness, night sweats, insomnia, alopecia, complication of device insertion, abdominal pain, back pain and dysuria outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, coital bleeding, complication of device insertion, cystitis, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, migraine, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria, dysmenorhoea, dizziness, dyspareunia, coital bleeding, night sweats, migraines, fatigue, pelvic pain, abdominal pain, most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added per pfs: abnormal bleeding (vaginal, menorrhagia) , infection (bladder/ urinary tract/vaginal) type: bladder, urinary tract. Vaginal , migraines / headaches , salpingectomy (bilateral removal of fallopian tubes) , nausea , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , pain , vision/eye problems type: blurred vision , fatigue , weight gain , otherinjury(ies) or complication (s) please describe: post coit al bleeding, dizziness, hot flashes, night sweats, insomnia, hair loss, she did not underwent for essure confirmation test. Batch number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test" and device ineffective "device ineffective/ faiure to occulde fallopian tube". The patient's concurrent conditions included adhd since 2010 and genital herpes since 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), hot flush ("hormonal changes: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), coital bleeding ("post coital bleeding"), dizziness ("dizziness"), night sweats ("night sweats"), insomnia ("insomnia"), alopecia ("hair loss"), complication of device insertion ("unable to insert essure in left tube"), abdominal pain ("abdominal cramping/ pain"), back pain ("back pain"), dysuria ("burning with urination") and frustration tolerance decreased ("so frustrated"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, hot flush, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, coital bleeding, dizziness, night sweats, insomnia, alopecia, complication of device insertion, abdominal pain, back pain, dysuria and frustration tolerance decreased outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, coital bleeding, complication of device insertion, cystitis, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, frustration tolerance decreased, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, migraine, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria, dysmenorhoea, dizziness, dyspareunia, coital bleeding, night sweats, migraines, fatigue, pelvic pain, abdominal pain. Concerning the injuries reported in this case, the following one were reported via social media: so frustrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a 41-year-old female patient (gravida 2) who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test" and device ineffective "device ineffective/ faiure to occulde fallopian tube". The patient's concurrent conditions included adhd since 2010, genital herpes since 2011, gravida ii and tubal ligation (on (B)(6) 2010 unable to insert essure into left tube). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain ("abdominal cramping/ pain"), back pain ("back pain"), anxiety ("anxiety"), depression ("depression"), vertigo ("vertigo") and mood swings ("mood swings"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), hot flush ("hormonal changes: hot flashes"), coital bleeding ("post coital bleeding"), dizziness ("dizziness"), night sweats ("night sweats"), insomnia ("insomnia"), complication of device insertion ("unable to insert essure in left tube"), dysuria ("burning with urination"), frustration tolerance decreased ("so frustrated"), amnesia ("memory loss") and abdominal pain lower ("lower abdominal cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant/bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, headache, dyspareunia, fatigue, abdominal pain, vertigo, abdominal pain lower and flank pain had resolved, the pregnancy with contraceptive device, hot flush, migraine, nausea, dysmenorrhoea, vision blurred, weight increased, coital bleeding, dizziness, night sweats, insomnia, complication of device insertion, back pain, dysuria, frustration tolerance decreased, anxiety, depression, amnesia and mood swings outcome was unknown and the alopecia was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, coital bleeding, complication of device insertion, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, flank pain, frustration tolerance decreased, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo, vision blurred and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria, dysmenorhoea, dizziness, dyspareunia, coital bleeding, night sweats, migraines, fatigue, pelvic pain, abdominal pain. Concerning the injuries reported in this case, the following one were reported via social media: so frustrated quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received: new events: anxiety, depression, vertigo, memory loss, lower abdominal cramping mood swings,pain/my sides added.outcome of events bleeding,pain,infection,vertigo,hair loss,fatigue updated. Concomitant conditions added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), device breakage ('how long it's been broke / extra fragment / one coil left in me'), device dislocation ('he could not get the other one'), genital haemorrhage ('abnormal bleeding') and pregnancy with contraceptive device ('unintended pregnancy') in a 41-year-old female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ faiure to occulde fallopian tube" and device monitoring procedure not performed "she did not underwent for essure confirmation test". Medical conditions: essure was still in fallopian tubes. Previously administered products included for an unreported indication: iud nos from 2000 to 2010. Concurrent conditions included genital herpes since 2011, adhd since 2010, gravida ii and tubal ligation (on (B)(6) 2010 unable to insert essure into left tube). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines/advance migraine/migraine"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue/exhausted"), abdominal pain ("abdominal cramping/ pain"), alopecia ("hair loss"), back pain ("back pain"), anxiety ("anxiety"), depression ("depression"), vertigo ("vertigo") and mood swings ("mood swings/hormonal changes describe: mood swings") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced complication of device insertion ("unable to insert essure in left tube/unable to implant on left side/docot could get one coil implanted"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hormonal changes: hot flashes"), coital bleeding ("post coital bleeding"), dizziness ("dizziness/dizziness/dizzy"), night sweats ("night sweats"), insomnia ("insomnia"), dysuria ("burning with urination"), frustration tolerance decreased ("so frustrated"), amnesia ("memory loss"), abdominal pain lower ("lower abdominal cramping"), flank pain ("pain/my sides"), peripheral swelling ("hands, feet swollen"), swelling face ("face swelling"), abdominal distension ("stomach swelling"), palpitations ("palpitations"), tremor ("tremors") and menstrual disorder ("bad periods") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (lvah and bilateral salpingectomy, bilateral salphingectomy, hysterectomy and bilateral salphingectomy, laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, headache, dyspareunia, fatigue, abdominal pain, vertigo, abdominal pain lower and flank pain had resolved, the device breakage, device dislocation, pregnancy with contraceptive device, hot flush, migraine, nausea, dysmenorrhoea, vision blurred, weight increased, coital bleeding, dizziness, night sweats, insomnia, back pain, dysuria, frustration tolerance decreased, anxiety, depression, amnesia, mood swings, peripheral swelling, swelling face, abdominal distension, palpitations, tremor, menstrual disorder and complication of device insertion outcome was unknown and the alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, coital bleeding, complication of device insertion, cystitis, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, flank pain, frustration tolerance decreased, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, night sweats, palpitations, pelvic pain, peripheral swelling, pregnancy with contraceptive device, swelling face, tremor, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2015: results were not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria, dysmenorhoea, dizziness, dyspareunia, coital bleeding, night sweats, migraines, fatigue, pelvic pain, abdominal pain. Concerning the injuries reported in this case, the following one were reported via social media: so frustrated concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, hands and feet swollen, face swelling, stomach swelling, palpitations, tremors, device breakage were added quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: content from social media received. Event per pfs: device breakage was added. On (B)(6) 2019: content from pfs and social media received. Events per social media: device dislocation, hands and feet swollen, face swelling, stomach swelling, palpitations, tremors were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), device breakage ('how long it's been broke / extra fragment / one coil left in me'), device dislocation ('he could not get the other one'), genital haemorrhage ('abnormal bleeding') and pregnancy with contraceptive device ('unintended pregnancy') in a 41-year-old female patient who had essure (batch no. 761611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ faiure to occulde fallopian tube" and device monitoring procedure not performed "she did not underwent for essure confirmation test". Medical conditions: essure was still in fallopian tubes. Previously administered products included for an unreported indication: iud nos from 2000 to 2010. Concurrent conditions included genital herpes since 2011, adhd since 2010, gravida ii and tubal ligation (on (B)(6) 2010 unable to insert essure into left tube). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines/advance migraine/migraine"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue/exhausted"), abdominal pain ("abdominal cramping/ pain"), alopecia ("hair loss"), back pain ("back pain"), anxiety ("anxiety"), depression ("depression"), vertigo ("vertigo") and mood swings ("mood swings/hormonal changes describe: mood swings") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced complication of device insertion ("unable to insert essure in left tube/unable to implant on left side/docot could get one coil implanted"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hormonal changes: hot flashes"), coital bleeding ("post coital bleeding"), dizziness ("dizziness/dizziness/dizzy"), night sweats ("night sweats"), insomnia ("insomnia"), dysuria ("burning with urination"), frustration tolerance decreased ("so frustrated"), amnesia ("memory loss"), abdominal pain lower ("lower abdominal cramping"), flank pain ("pain/my sides"), peripheral swelling ("hands, feet swollen"), swelling face ("face swelling"), abdominal distension ("stomach swelling"), palpitations ("palpitations"), tremor ("tremors") and menstrual disorder ("bad periods") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (lvah and bilateral salpingectomy, bilateral salphingectomy, hysterectomy and bilateral salphingectomy, laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, headache, dyspareunia, fatigue, abdominal pain, vertigo, abdominal pain lower and flank pain had resolved, the device breakage, device dislocation, pregnancy with contraceptive device, hot flush, migraine, nausea, dysmenorrhoea, vision blurred, weight increased, coital bleeding, dizziness, night sweats, insomnia, back pain, dysuria, frustration tolerance decreased, anxiety, depression, amnesia, mood swings, peripheral swelling, swelling face, abdominal distension, palpitations, tremor, menstrual disorder and complication of device insertion outcome was unknown and the alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, coital bleeding, complication of device insertion, cystitis, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, flank pain, frustration tolerance decreased, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, night sweats, palpitations, pelvic pain, peripheral swelling, pregnancy with contraceptive device, swelling face, tremor, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in january 2015: results were not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria, dysmenorhoea, dizziness, dyspareunia, coital bleeding, night sweats, migraines, fatigue, pelvic pain, abdominal pain, the following one were reported via social media: so frustrated, device dislocation, hands and feet swollen, face swelling, stomach swelling, palpitations, tremors, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of product technical complaint incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.